Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was found to be dislodged. During lead revision, stylet had difficultly being inserted into the lead. The lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.